Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eleven years post initial tka, this (B)(6) male patient had a revision surgery due to the tibial tray was cracked due to asymmetric loading. There was evidence of poly wear, pitting and oxidation and gross wear through poly intraop. Preop, patient had a broken tibial tray with failure of tibia tray in varus and large medial tibial osseolyric defect. The device is not available for evaluation as he requested it and has in his possession.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of a combination of malalignment of the knee in varus and the tibial osteolytic defect on the medial side, which led to asymmetric loading and the tibial tray being unsupported medially, allowing for the tibial tray to fracture. However, this cannot be confirmed because the revised components were not returned to exactech for evaluation. The most probable root cause associated with the reported event of ¿prosthesis fracture¿ is associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.